Event description:
It was reported the device had no audio. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. Diagnostic/functional testing was performed at the philips authorized repair facility. Testing results indicate that speaker was defective with no sound being emitted. The speaker was replaced and the device remains at the customer site.

Manufacturer narrative:
Data correction to device identifier.